Manufacturer narrative:
Intuitive surgical inc. (Isi) received the video processor (vp) for failure analysis investigation. The instrument was analyzed and in the system logs, error 319 was found indicating that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vp was installed onto a golden system where error 319 was triggered replicating the reported event. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles & sitting idle for 1 hour. Once testing was completed, the system error logs was inspected and verified the presence of error 319.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were not placed prior to the issue being identified. The system functionality was checked upon powering on the system. The system powered in with errors. The representative was called but the troubleshooting was not completed. The issue was repaired by the fe. The case occurred pre-anesthesia. And the procedure was converted to laparoscopic surgery.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had error 319 and power cycled the system. The error was confirmed that error 319 pointed to vp. I asked him if the vp led was on and he confirmed it was on. It was advised him to perform the vsc, ec, and vp hard power cycle, reseat the system cable and fiber, but the error persisted. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the video processor (vp). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.